Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 35 alarm, found a crack on the insulin pump, and experienced high and low blood glucose events. The blood glucose value at the time of the event was 210 mg/dl, after 30 minutes it lowered to 60 mg/dl, later to 49 mg/dl. The customer experienced a seizure and was not treated and low blood glucose was treated with orange juice. Troubleshooting was performed; the pump performs safety checks and an error was found. The crack was found in the back of the pump near the belt clip and occurred due to the customer may have rolled onto it while sleeping. It was also found that the infusion set was leaking at the site area. The auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. On november 07, 2022 customer called in with the following concern: customer stated he received critical insulin pump error, blood glucose was running high all day. The pump is also cracked wear the clip goes. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical insulin pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review insulin pump error alarm confirm in (adapt) and history download on november 07, 2022 at 21:44:00. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Force sensor zero offset within spec (23.1mv). Device also received with cracked keypad at select button, cracked case (battery tube) and cracked battery tube threads. In conclusion unit came in with critical pump error alarm trigged by insulin pump error 35 due to moisture damage on electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a high blood glucose of 210mg/dl on (B)(6) 2022 and having a low of 60mg/dl 30 minutes later. Blood glucose got as low as 49mg/dl. Customer had a seizure. Customer treated the low and seizure with orange juice. No treatment was mentioned for the high. There was no damage to the retainer ring. Pump was used at the time of the high and low. Per customer, auto mode was used at the time of the high and low.